Event description:
A healthcare worker experienced a cough, difficulty breathing, and itchiness while working with disopa. It was reported that the room with disopa was not ventilated well. The healthcare worker's physician treated her with a steroid inhaler.